Event description:
We opened a bd 10ml syringe and it was oily feeling and felt like it has been used. This had been previously reported to me, but the syringe wasn't kept at that time. When it happened a second time, the syringe was kept and we have it available for inspection if needed. FDA safety report ID# (B)(4).